Event description:
Date of event unk. Patient death reported during deployment of AED. (B) (4).

Manufacturer narrative:
Date is for first fr2 clearance. Device memory reviewed - AED not returned. Device internal memory reviewed. Conclusion: report is being filed as it cannot be concluded that device did not contribute to the event. Analysis of event data indicates that AED could not analyze due to external artifact. Device labeling and voice prompts provide cautions and instructions regarding steps to avoid this issue.